Event description:
The pt reported that her insulin infusion device displayed "2.00---" (which is the software version) on the screen and the device was frozen and would not respond. The pt removed the power pack and replaced with a new power pack. The infusion device worked properly with the new power pack inserted. No physiological symptoms associate with this event. No medical attention was required. No product will be returned.

Manufacturer narrative:
Product not returned for evaluation. Issue described to agency in recall.